Event description:
It was reported that the subject device had no image. The issue occurred during cleaning and disinfection. There were no reports of patient harm. Translation of inquiry record determined as a complaint done by triage complaint evaluator xiaolin mi fluent in english and chinese on 31-may-2024. Note: due to china's laws regarding personal information and the request of gsop, these personal identical info should input as "refused but available in source system" suggested by olympus trainer, and this is the way to redact pii.

Manufacturer narrative:
E1 - facility: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue occurred during cleaning and disinfection. There were no reports of patient harm. Translation of inquiry record determined as a complaint done by triage complaint evaluator (B)(4) fluent in english and chinese on 31-may-2024. Note: due to china's laws regarding personal information and the request of gsop, these personal identical info should input as "refused but available in source system" suggested by olympus trainer, and this is the way to redact pii.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.